Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a huge foreign body came out while delivering the lens into the capsular bag. The foreign body was removed successfully from the eye without injury to the patient. The iol remains implanted. Photographs of the foreign body were provided to rayner for review. In addition to the photographs provided, a video of injection was also provided to rayner for review. The huge foreign object was identified to be a piece of the plunger soft-tip. Based on the evidence available, we hypothesize that in this case, the plunger was not fully retracted from the loading bay at the point the rotating cartridge was clipped into place causing detachment of part of the plunger soft tip, and resulting in the broken piece being introduced into the eye alongside the iol. No other reports of this nature have been received against the rayone spheric rao100c batch 030152625.

Event description:
On (B)(6) 2020, rayner intraocular lenses limited received notification from its (B)(4)distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that a huge foreign body came out while delivering the lens into the capsular bag.